Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery (sa) using penumbra coil 400 (pc400) coils. During the procedure, the physician successfully advanced a pc400 coil into the aneurysm; however, the pc400 coil was too large and was removed from the patient. The physician advanced a new pc400 coil to the aneurysm. Due to the aneurysm structure, the physician decided to remove the pc400 coil in order to advance a balloon catheter to assist in coiling. Upon retraction into the slim microcatheter, the pc400 coil unintentionally detached. The physician successfully aspirated the detached pc400 coil from the slim microcatheter using a syringe. The procedure continued successfully using the same slim microcatheter and a new pc400 coil. There was no report of an adverse effect on the patient.